Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. The field service technician performed a visual inspection, an event history log review, and a power-on self-test. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported alarm was unable to be verified through the evaluation. The device did not meet specification for an unrelated condition and the device was removed from service as a consequence. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump experienced an insert slide clamp alarm. The alarm occurred during the programming of the pump. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.